Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked case at the display window corners, cracked reservoir tube, broken reservoir tube lip, minor scratched and cracked display window and missing the end cap sticker. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed motor error and the bottom of the pump falls out during rewind. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.